Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: scope communication error b30 was displayed. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the e226 and b30 error messages was damage to the scope connector and pins. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had error e226. The issue occurred during set up/ inspection for use for a diagnostic gastroscopy procedure. There were no reports of patient harm.